Manufacturer narrative:
The subject device was returned to olympus medical system corp.(omsc) for evaluation. As the result of evaluation, the tube tip was deformed and it had an elliptical shape. Also, there was a mark on the edge of the tube tip as if something got caught. From the fixation mark of the tube, the radiopaque tip was fixed in the correct position. The manufacturing history record was reviewed, with no irregularities noted. Based on the past similar cases, omsc thinks that the radiopaque tip fell off since the joint of the guiding device got caught on the radiopaque tip when the user bended the distal end of the guiding device around the radiopaque tip and inserted it. The instruction manual of the guiding device(cc-6dr-1) has already warned as follows; -when inserting the guiding device in combination with the guide sheath into the endoscope, keep it as straight as possible and hold the slider firmly. Otherwise, the distal end may bend and extend from the endoscope distal end abruptly. Forcing the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope, guiding device and/or guide sheath.

Event description:
During the endobronchial ultrasonography with a guide sheath, the subject device was used. The doctor conducted biopsy and cell diagnosis for several times. When the doctor checked the patient¿s body with x-ray, it was found that distal end of radiopaque tip of the device was fallen off into the bronchial tubes. Thus, the doctor cancelled the procedure. It is undecided whether or not to retrieve the missing part. No patient¿s injury other than the above was reported.